Event description:
Terumo medical corporation received the following information: it was reported that the tech deploying the angio-seal stated that the device would not click together when inserting the angio-seal into the sheath. When he pulled the angio-seal back, the anchor got caught in the valve of the sheath. The device was opened to make sure the anchor was removed and not lost in the patient. Everything turned out fine. All of the components of the angio-seal were removed and they held manual pressure. There was no blood loss. The procedure performed prior to the use of the angio-seal device was neuro procedure. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. The patient was stable and was released.

Manufacturer narrative:
A1: patient identifier: a2: age or date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: d6a: implanted date: d6b: explanted date: e3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.